Event description:
It was reported that the ilet¿s sleep/wake button became intermittently unresponsive, progressing from rare failures to near-every-other-day occurrences, requiring placement on a charger to wake the device; a replacement unit was shipped and the original is pending return, and no alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, activities of daily living, or medical care. Investigation included complaint review and device replacement logistics pending device return. Investigation of this case revealed a suspected device mechanical or electrical malfunction affecting the sleep/wake function, with functional recovery when power is applied, suggesting a power management or switch actuation issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device evaluation.